Manufacturer narrative:
Customer no longer has product involved in the incident and the lot information is not known so retention samples could not be tested. If product is returned or lot number is made known, arkray will evaluate the product and file a follow-up report. Customer no longer has product.

Event description:
Caller indicated the relion micro meter was giving low readings. Claims she got a reading of 19 on her meter and called paramedic and they came within about 5 - 10 min and tested her got reading of 43, she was taken to hospital where she was given sugar tablets and orange juice she was given no further treatment. Serial number and lot of strips is not known as she took this meter to (B)(6) where they exchanged her meter and strips for her. Controls not used. Requesting refund.